Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2016 indicate the patient received a left total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and competitor cement was utilized x2. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a left total knee revision due to pain and failed left total knee arthroplasty secondary to aseptic loosening of tibial baseplate. Intraoperatively, it was noted the patient's femoral component was overall well fixed. However, the tibial baseplate was grossly loose and was removed without any difficulty. There was 0 bonding of the cement mantle to the implant itself with significant reactive bone around the tibia. Competitor implants were utilized at revision with the exception of the patella, which was not revised. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2016, dor: (B)(6) 2019, left knee.